Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced the top dingus and the rotor spacer. Performed system checkout. B01, c07, d02 codes are applicable. H3, h6: the bracket top rt din was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Visual and functional inspection of the dingus shown that both the pin and spring portion of the assembly are functioning as expected. The pin travels and seats properly and the dingus itself is in normal used condition. No problem found. B01, c19, d14 codes are applicable. The dingus was returned: 2025-apr-01 h3, h6: the rotor spacer was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection of the returned rotor spacer shown that wear on the teeth not allowing the dingus to function correctly. B01, c07, d02 codes are applicable. The rotor spacer was returned: 2025-apr-02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000203, serial/lot #: (B)(6), ubd: UDI#: product ID: bi71000626, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the dingus would not close in all the way due to not seating correctly. There was no patient present.